Manufacturer narrative:
The investigation into the reported event is in progress; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their lariat snare fell apart. There was a "flash" observed, and the cautery was stopped. The procedure was completed successfully using a different hot snare. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation; the evaluation revealed charred marks on the loop of the snare, and it was confirmed that the device was broken. In addition, there were multiple kinks found in the drive cable, and the hypotube was bent in the handle assembly. Based on the evaluation of the device, the reported event could not be duplicated. Steris offered in-service training on the proper use and operation of the lariat snare; however, the user facility declined. The instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may not allow the lariat® snare device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. " the device history record was reviewed for the subject lot and confirmed the lot was manufactured according to specifications; no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. .